Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 17-jan-2017: quality-safety evaluation of ptc. Company causality comment: this spontaneous, non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had sharp/stabbing/chronic pelvic pain. This event is listed in the reference safety information for essure. After essure insertion, pelvic pain may occur. Given the nature of this event and in the lack of alternative explanation, a causal relationship with essure cannot be excluded. Additional non-serious events were reported. After receiving last follow-up information, this case was upgraded to incident as device removal was required (intervention required). A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. This case became a legal case and thus no active follow-up is allowed. Further information is expected only through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('sharp/stabbing/chronic pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 4. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria disability and intervention required), hypersensitivity ("allergies/ allergic reactions"), ear pain ("chronic ear ache/pains"), gastrointestinal disorder ("digestive issues/ bowel issues") with abdominal distension, headache ("severe extended headaches"), abdominal pain lower ("cramping"), dysplasia ("dysplasia"), night sweats ("night sweats"), hot flush ("hot flashes"), dyspareunia ("painful intercourse"), dysmenorrhoea ("painful menstrual cycles"), menorrhagia ("heavy menstrual cycles"), vulvovaginal candidiasis ("yeast infections (candida)") with vaginal discharge, vulvovaginal pruritus and vulvovaginal burning sensation, hypertonic bladder ("urgent/frequent urination"), breast pain ("stinging breast pain"), breast tenderness ("breast tenderness"), breast mass ("breast knots"), muscle spasms ("abdominal spasms/ muscle spasms"), arthralgia ("back, joint, leg, neck, and hip pain"), chest pain ("chest pain"), spinal pain ("spine pain"), dyspepsia ("heartburn"), paraesthesia ("tingling sensations/ tingling in extremities"), the first episode of cerebral disorder ("brain shocks"), neuralgia ("nerve pain"), panic attack ("panic attacks") with anxiety, neurological symptom ("stroke symptoms"), depression ("depression") with loss of libido, anorgasmia, mood swings and fatigue, tinnitus ("ringing in ears"), the second episode of cerebral disorder ("diminished brain function") with feeling abnormal, confusional state and amnesia, hypoaesthesia ("numbness in extremities"), tremor ("tremors/ shakiness"), dizziness ("dizziness"), increased tendency to bruise ("unexplained/easily bruising"), hypoglycaemia ("inability to maintain blood sugars (hypoglycemia)"), multiple chemical sensitivity ("chemical sensitivities"), food allergy ("food sensitivities/ food allergy"), allergy to metals ("metal allergies") with rash and pruritus, gluten sensitivity ("gluten sensitivity"), acne ("acne skin"), palpitations ("heart palpitations"), alopecia ("hair loss"), hirsutism ("facial hair growth"), tooth disorder ("dental issues"), lymphadenopathy ("swollen glands"), pain in jaw ("jaw pain"), vitreous floaters ("floaters"), vision blurred ("blurred vision"), dry eye ("dry eyes"), hyperhidrosis ("sweat"), dry skin ("dry skin"), migraine ("excessive migraine headaches"), back pain ("chronic back pain"), abdominal pain ("abdominal pain") and medical device discomfort ("discomfort") and was found to have cardiac murmur ("heart murmur") and weight increased ("weight gain"). The patient was treated with naproxen and surgery (partial hysterectomy to remove her fallopian tubes and essure coils, bilateral cornual resection). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, hypersensitivity, ear pain, gastrointestinal disorder, headache, abdominal pain lower, dysplasia, night sweats, hot flush, dyspareunia, dysmenorrhoea, menorrhagia, vulvovaginal candidiasis, hypertonic bladder, breast pain, breast tenderness, breast mass, muscle spasms, arthralgia, chest pain, spinal pain, dyspepsia, paraesthesia, neuralgia, panic attack, neurological symptom, depression, the last episode of cerebral disorder, hypoaesthesia, tremor, dizziness, increased tendency to bruise, hypoglycaemia, multiple chemical sensitivity, food allergy, allergy to metals, gluten sensitivity, acne, palpitations, cardiac murmur, alopecia, hirsutism, tooth disorder, weight increased, lymphadenopathy, pain in jaw, vitreous floaters, vision blurred, dry eye, hyperhidrosis, dry skin, migraine, back pain, abdominal pain and medical device discomfort outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, acne, allergy to metals, alopecia, arthralgia, back pain, breast mass, breast pain, breast tenderness, cardiac murmur, chest pain, depression, dizziness, dry eye, dry skin, dysmenorrhoea, dyspareunia, dyspepsia, dysplasia, ear pain, food allergy, gastrointestinal disorder, gluten sensitivity, headache, hirsutism, hot flush, hyperhidrosis, hypersensitivity, hypertonic bladder, hypoaesthesia, hypoglycaemia, increased tendency to bruise, lymphadenopathy, medical device discomfort, menorrhagia, migraine, multiple chemical sensitivity, muscle spasms, neuralgia, neurological symptom, night sweats, pain in jaw, palpitations, panic attack, paraesthesia, pelvic pain, spinal pain, tinnitus, tooth disorder, tremor, vision blurred, vitreous floaters, vulvovaginal candidiasis, weight increased, the first episode of cerebral disorder and the second episode of cerebral disorder to be related to essure. No further causality assessment were provided for the product. The reporter commented: she was in perfect health. Within a month of the implant she started having health issues. After seeing many types of doctors to uncover the cause she realized the timing of all of her problems began after the implant. Also disability/permanent damage were mentioned as event outcome and serious injury as event report type, but not specified and/or assigned to any of the events. She never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms, but was unable to resolve her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2012: results: coils were properly placed. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 13-apr-2021: medical record received. Reporters information were added. There was no significant change in the medical context of case. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5059752) in united states on 23-feb-2016 who had essure (fallopian tube occlusion insert) inserted in 2012, after having had 4 children. The consumer stated she was in perfect health. Within a month of the implant she started having health issues. She experienced allergies/ allergic reactions, chronic ear ache/pains, digestive issues/ bowel issues, severe extended headaches, cramping, sharp/stabbing pelvic pain, dysplasia, rashes, discharge, night sweats, hot flashes, painful intercourse, painful menstrual cycles, heavy menstrual cycles, yeast infections (candida) (vaginal itching, burning), urgent/frequent urination, stinging breast pain, breast tenderness, breast knots, abdominal spasms/ muscle spasms, back pain, joint pain, leg pain, neck pain, hip pain, chest pain, spine pain, heartburn, tingling sensations/ tingling in extremities, brain shocks, nerve pain, stroke symptoms, depression (loss of libido, unable to orgasm, anxiety, panic attacks, mood swings/ mood disorders), ringing in ears, diminished brain function (brain fog, cloudiness/ confusion, short term memory loss/ forgetfulness), numbness in extremities, tremors/ shakiness, dizziness, unexplained/easily bruising, inability to maintain blood sugars (hypoglycemia), chronic extreme fatigue, chemical sensitivities, food sensitivities/ food allergy, metal allergies, gluten sensitivity, acne skin, irritation/ itching, heart palpitations, heart murmur, hair loss, facial hair growth, dental issues, weight gain, swollen glands, jaw pain, floaters, blurred vision, dry eyes, sweat, dry skin, and bloating. After seeing many types of doctors to uncover the cause she realized the timing of all of her problems began after the implant. She stated that other than essure she did not take concomitant medications just naproxen for pain, occasionally. Disability/permanent damage were mentioned as event outcome and serious injury as event report type, but not specified and/or assigned to any of the events. Follow-up from 15-mar-2016: follow-up attempts were done with no response to date. Quality-safety evaluation of ptc received on 18-apr-2016: ptc global number is (B)(4). For cases where a device failure during insertion is reported we conduct an investigation of any returned device. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. No batch number was reported therefore a technical batch investigation is not possible. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no evidence of a quality defect thus there is no relationship between the reported medical events and a quality defect. Follow-up received on 14-sep-2016 from lawyer (legal claim): case marked potential legal. Plaintiffs date of birth was updated. On (B)(6) 2012, plaintiff underwent the essure procedure. Shortly after undergoing the essure procedure, an hysterosalpingogram test was performed and plaintiff was advised that her coils were properly placed. However, plaintiffs post-procedure period has been marked by increasingly severe pain, including chronic pelvic pain, abdominal bloating, excessive allergies, excessive hair loss, chronic fatigue, pain during intercourse, excessive rashes, dental problems (events already previously reported), discomfort, chronic back pain, abdominal pain and excessive migraine headaches. She never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms, but was unable to resolve her symptoms. On (B)(6) 2016, plaintiff underwent a partial hysterectomy to remove her fallopian tubes and essure coils. Company causality comment: this spontaneous, non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had sharp/stabbing/chronic pelvic pain.this event is listed in the reference safety information for essure. After essure insertion, pelvic pain may occur. Given the nature of this event and in the lack of alternative explanation, a causal relationship with essure cannot be excluded. Additional non-serious events were reported. After receiving last follow-up information, this case was upgraded to incident as device removal was required (intervention required). Based on the available information, there is no evidence of a quality defect thus there is no relationship between the reported medical events and a quality defect. However, product technical analysis update is expected. This case became a legal case and thus no active follow-up is allowed. Further information is expected only through litigation process.